Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient reported area of redness of the skin at the lateral side of the pump. The right side of their abdomen from pump over was red and taut. The patient stated it burns occasionally, and it burned after he gave himself a bolus with the ptm (personal therapy manager). The patient stated on the medial edge of the pump pocket there was a white bump and the pa (physician assistant) notes it could be an anchor. The environmental external or patient factors that may have led or contributed to the issue was the patient stated he had lost a lot of weight. The diagnostics and troubleshooting performed was information reported to the pa for further assessment. The actions and interventions taken to resolve the issue was the patient would be seen by the healthcare provider for further assessment. Surgical intervention did not occur or was planned. The issue was not resolved at the time of the report. Additional information was received from the healthcare provider via the company representative who reported that in clarification of the patient¿s symptoms there were no allegations of a device issue, the patient report was of redness and irritation on the right abdomen. The patient was concerned due to it being in proximity to their pump and had a component on the pump incision. The pa (physician assistant) sent the patient to the ER (emergency room). They saw the patient diagnosed it as cellulitis, gave the patient antibiotics and the issue cleared up in a matter of days. The issue was resolved by the next follow up. The cause of the cellulitis was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.